Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the repairing catheter from the cook tpn single lumen catheter repair set broke in the stiff part at the insertion stage at the level of the entrance. This product problem occurred after the procedure.